Event description:
It was reported that a clearlink continu-flo duo vent solution set had experienced a no flow. The day surgery nurse primed the set and then hung it for a gravity infusion on a patient. It was unknown if the patient was connected when the nurse observed the no-flow. However there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available. This is report 6 of 6 for this event.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation. Therefore the customer reported condition could not be confirmed, nor could a cause be determined. Per review of the batch records, no nonconformance report was documented for the suspected lots: r12k28120 and r12l19085. All release criteria were met for the build of the lots. (B)(4).